Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left forearm radial cutaneous vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure it was noted that the balloon ruptured in pinhole form at the middle part, at 10 atmospheres for 60 seconds during the second inflation. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left forearm radial cutaneous vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure it was noted that the balloon ruptured in pinhole form at the middle part, at 10 atmospheres for 60 seconds during the second inflation. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.